Manufacturer narrative:
Of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 175cc mentor smooth round moderate profile saline breast implant (catalog number 3501620, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a primary breast augmentation with 175cc mentor smooth round moderate profile saline breast implants and experienced postoperative left-sided deflation. The patient reported that their diagnosis was confirmed by a physician upon examination. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2020 in which she plans to replace with mentor memorygel breast implants.

Manufacturer narrative:
Mentor has received updates regarding the events submitted in the previous reports. The patient's replacement devices were 250cc mentor memorygel breast implants (catalog number 3502501bc, left-sided serial number (B)(6), right-sided serial number (B)(6). On march 19, 2020, the product investigation was completed. During visual inspection of the device, a leakage was identified at the anterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).